Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that when the nurse pulled out the plug after the surgery the isolation of the cable became detached and the nurse became an electric shock. No further information received. 24-may-2023 update dw: further information were provided that the reported failure occurred when the nurse has pulled the plug out of the console.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not conducted due to damage to the connector. Visual evaluation found that the aspirating probe electrode connector was detached. The most likely cause of this failure is that the connector was pulled from the console, at the wrong angle and excessive force caused it to break. This is attributed to a user error.